Manufacturer narrative:
D10: (B)(6), 02-022-45-2515 - truliant tib fit tray cem sz 2.5f / 1.5t, (B)(6), 200-07-32 - advanced patella 32mm 3 peg implant, (B)(6), 02-022-35-2511 - truliant tib imp ps insert sz 2.5 11mm. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
As reported via legal documentation approximately 88 months after a left total knee replacement surgery, the patient experienced pain and underwent revision surgical procedure. The surgeon reported loose femur and recalled polyethylene wear and provided post-surgical image. No revision operative report was provided. There is no other information available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of femoral loosening or due to inclusion of the polyethylene in the packaging recall. The minor wear on the tibial insert was an incidental finding and likely was not the cause for the revision. Failure of the cement used to secure the femoral component to the femoral bone, may have lead to loosening at the cement-implant interface and/or cement-bone interface; however, this cannot be confirmed. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.